Manufacturer narrative:
Unable to perform displacement test, operating currents, selftest, off no power, error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to broken off end cap. Unit received with minor scratched display window. Unit received cracked case at display window corner. Unit received with cracked battery tube threads. Unit received with cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump case is broken at the battery thread. Customer's blood glucose was unknown at the time of incident. No further details given.